Event description:
It was reported that during an open low anterior resection, it was found that the resected tissue was out of alignment when it was checked after firing. The deployed staples were formed properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.